Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found record of the reported air bubble detection alarm. Visual and functional tests were performed. The customer's stated problem was not confirmed through testing. There was no known cause of the reported issue. The downstream occlusion sensor seal was replaced due to deterioration, the lcd and occlusion detection sensor were adjusted. No further action was taken related to the reported issue.

Event description:
It was reported that the air bubble detection alarm sounds. There was no patient involvement.